Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was intermittently unresponsive to touches. Reportedly at the time of the report, the pump had started responding to touches. The customer's blood glucose level was 160 mg/dl. During troubleshooting with tandem technical support the touchscreen did not function as intended. It was indicated that the customer would continue to use the pump for insulin therapy and had manual injections as well.